Manufacturer narrative:
The device was returned, and the evaluation found the foreign material. A definitive root cause could not be identified. Based on the results of the investigation, it was noted that foreign materials were found in the bending section cover and it is likely the following led to the malfunction. The legal manufacturer could not confirm reprocessing was conducted in accordance with the instructions for use (IFU). A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope bending section cover had foreign objects. There were no reports of patient harm or involvement.